Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise and a lead alert was triggered based on high rate non sustained episodes and sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.